Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event of hemolysis cannot be conclusively determined through this investigation. Elevations in pump power/estimated flow associated with pulsatility index (pi) events were confirmed via the submitted log file data. The submitted log files contained overlapping data spanning from (B)(6) 2021 at 13:18:25 to (B)(6) 2021 at 07:54:46, per the timestamps. No notable alarms were captured. Intermittent elevations in pump power/estimated flow associated with pi events were captured throughout the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The patient was admitted due to elevated lactate dehydrogenase (ldh) levels and dark brown urine. The patient¿s baseline ldh level is in the 400 units per liter (u/l) range and the account communicated that the patient¿s international normalized ratio (inr) goal had been reduced due to a recent gastrointestinal bleed (refer to MFR. Report # 2916596-2021-04996). The patient continued their warfarin regimen and ldh levels began trending downwards (598 u/l on (B)(6) 2021). The patient¿s inr goal was readjusted, and the patient will continue to be monitored in an outpatient setting. The patient remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 01may2017. The heartmate ii left ventricular assist system instructions for use rev. C lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document outlines pump speed, power, flow, and pi. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines recommended anticoagulation therapy, including international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with dark brown urine and elevated ldh. Log file analysis showed high flow readings well above normal parameters. No other unusual events were seen within the log file. As of (B)(6) 2021, it was reported that the patient continued to have high flow readings. As of (B)(6) 2021, it was reported that the patient's inr goal had been reduced due to a gastrointestinal bleed and remained on warfarin.